Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed via the log file; however, the reported event of negative pressure values was not confirmed. The centrimag 2nd generation primary console was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days ((B)(6) 2021, (B)(6) 2021 per time stamp). Events occurring on(B)(6) 2021 took place during lab testing at abbott. The console was operating a motor at a speed of ~3400 rpm with a flow of ~3.3 lpm. Throughout the log file, the flow was seen slowing decreasing, causing flow below minimum: f3 alarms began to activate. The motor speed and the flow minimum threshold were adjusted; however, f3 alarms continued to activate. This sequence of events continued to occur until the pump was stopped due to user request on (B)(6) 2021 at 04:36:15. No issues related to the pressure were noted within the log file. Pump operation was not affected. The centrimag 2nd generation primary console (serial #: (B)(4)) was returned for analysis. The console was functionally tested, and the reported event was unable to be reproduced during the investigation. Preventative maintenance was performed, and the unit passed all tests. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. 10) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 10) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 10) section 12.1 entitled "appendix I primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including flow alarms and pressure alarms. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(4)) and the console was found to pass all manufacturing and qa specifications. The battery (serial #: (B)(4)) which originally shipped with the console did not expire until 31may2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Report # 2916596-2021-01716. It was reported that there were low flow alarms while the patient was connected to the centrimag. There was no circuit kinking. P1 and p2 were negative (no disconnection). When previously checking the circuit, continuous blood flow was seen going through the arterial cannula. When the pump head failed, this was not evident anymore; however, it was still in the venous cannula. The patient's vital signs were stable and there was no increase in etco2 or desaturation. The patient's arterial gas was unchanged. The patient was given a fluid bolus but low flow alarms continued. Noradrenaline was administered but the patient started becoming hypertensive and alarms did not stop so it was discontinued. The pump head motor was still spinning. The perfusionist changed the pump head and the flows returned to prior volumes immediately and it was visibly flowing. The patient tolerated the pump head change. It was reported that there were no other issues that could have attributed to the low flows as these were all considered and ruled out before doing a pump head change.